Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis found no fault with the mainframe. The device has been received in good condition and there are no deviations found. The patient interface found to have worn wave springs and loose clamps. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working properly. There was no known patient impact.